Event description:
Medrad was notified that an alleged air injection of an unspecified amount occurred during a procedure. The multi-patient disposable set (mpat) had been used for several other procedures without incident. During the procedure in question, after 6 left coronary artery injections and 3 right coronary artery injections were performed (approximately 140cc of contrast), air was noticed in the mpat before and after the adi (air detector interface) doors. Air was also noted under fluoroscopy. The patient became sick and experienced st segment elevations on the ECG. The patient was then treated pharmacologically with .2 amps of atropine and 200 mics of neo-synephrine. The patient recovered without cardiopulmonary resuscitation (CPR) efforts. The disposable set was purged and the procedure continued. The patient was reportedly fine after the procedure. The disposable were not saved. Air was not demonstrated on the acquired images, only under fluoroscopy.

Manufacturer narrative:
A medrad service engineer performed a system checkout of the injector and no problems were found. The disposables that were in use during the procedure were not retained by the customer. Additional applications training was offered to the site. The site has declined. Medrad representatives are scheduled to visit the site in 2009, to view procedures, observe practices, and re-confirm the site's understanding that the system operated as designed.